Event description:
It was reported that a lead integrity alert (lia) triggered due to oversensing on the right atrial (ra) and right ventricular (rv) leads. The rv lead exhibited low pacing impedance, noise, and a high number of short interval counts (sic). Also, the ra lead exhibited oversensing causing inhibition of atrial pacing resulting in pauses, resulting in the patient experiencing dizziness and near syncope feelings. The leads were reprogrammed and a revision is scheduled to replace the leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range and oversensing due to non-physiologic signals/sic (sensing integrity counter). Lead failure predictor triggered on (B)(6) 2014 for ventricular-sics and non-sustained tachycardia. Two non-sustained tachycardia episodes with cycle length intervals less than 220 ms on (B)(6) 2014. Low rv pace impedance on (B)(6) 2014. Concomitant product: 6940-52, lead, implanted: (B)(6) 2000. (B)(4).